Manufacturer narrative:
(B)(4) date sent: 11/14/2016. Batch # (B)(4). The analysis found that one psee60a device was returned with no apparent damage and with a gst60w partially fired 1/16 cartridge loaded on the device. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Manufacturer narrative:
(B)(4). Date sent: 11/04/2016. Additional information was requested and the following was obtained: response received: cartridge pan was dislodged. I don't know if it was when it was being removed.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic bowel resection procedure, the blue load in the stapler came apart. The procedure was completed using same like device. There were no patient consequences reported.